Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The patient has had life changing complications.

Manufacturer narrative:
Medtronic complaint report: pe: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient alleged a deficiency against the device resulting in an unspecified adverse outcome. The patient has had life changing complications.